Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had stored atrial tachycardia response (atr) episodes. Technical services (ts) reviewed the episode and noted farfield oversensing and crosstalk causing atr events. Ts discussed reprogramming options such as making atrial blanking longer after ventricular pace and sense and also talked about atr entry and exit counts and durations also. This device remains in service and no adverse patient effects were reported.